Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that device damage occurred. The procedure was cancelled. A left atrial appendage (laa) closure procedure was being performed. During the procedure, a watchman truseal access system (was) was inserted. The vascular malformation of the patient was obvious to the physician, and the was kinked. The was replaced, but the procedure was cancelled due to the event. The patient condition following the procedure was stable. There are no further details available.